Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose between 30 mg/dl and 40mg/dl. Caller believed that issue was due to recalled infusion set. It was determined that insulin pump was working as designed. Insulin pump will not be returned for analysis.